Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal and worn uso seal. The tamper seal was broken. Review of the event history log (ehl) showed system fault. A functional test was performed and the reported issue was not duplicated. The error code was found in the ehl. It was determined that the most probable cause was due to the ac adapter safety signal alarm. As a result, the error code was clear and preventive maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.